Manufacturer narrative:
The ge representative conducted an onsite investigation. The display adapter cable was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9800 would display an image during fluoro. No patient injury was reported.